Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2017-00288. The patient received 2 scs systems. This report is for patient¿s thoracic system. It was reported the patient experienced ineffective stimulation. Subsequently, surgical intervention was undertaken on (B)(6) 2017 wherein the leads were explanted and replaced with another model. Reportedly, effective therapy was restored postoperatively. Also, during the surgery the physician decided to electively explant and replace the ipg with another model.